Event description:
It was reported that near the end of a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was completed using manual mode ventilation and there was no pt injury reported.

Manufacturer narrative:
The root cause for the "vent fail" condition was a ventilator motor out of specification. The investigation of the returned motor showed that the collector-disc was mechanically abraded due to wear and tear of the 7 year old part. In case of a motor failure the device issues an alarm as reported in the case. Surgery can be continued using manual ventilation. The failure rate of the concerned part is inconspicuous.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.